Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had no power as it failed pretest for off/on mode check (no power). Therefore, the reported condition was confirmed. During repair, it was observed that the electronic control unit (ecu) wire insulation was damaged, there was an unknown liquid inside the unit, the motor was worn, had rough rotation and vibration, and the end sleeve was worn with dents and scratches. The assignable root cause of these conditions was determined to be component wear from normal use and servicing and component damage from improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery reciprocator device was defective after approximately 15 seconds of use. It was reported that there was a two minute delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.